Event description:
It was reported that the device lasted less than four years. It was noted that the device was programmed to 4.0 v at 1.4 m/sec for the left ventricular lead, as the lead had high thresholds. The device was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the device was returned, analyzed and analysis of the device revealed normal battery depletion, meeting 80% of the expected longevity.